Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent the placement of a pubourethral sling due to female urinary stress incontinence, and vaginal vault prolapse. She had surgery on (B)(6) 2012 where an anterior and posterior colporrhaphy, intaarcus graft and intraspinous graft was performed because of recurrent pelvic relaxation, third degree cystourethrocele and third degree rectocele. On (B)(6) 2012 she had a robot-assisted total laparoscopic sacral colpopexy, and a left salpingo-oophorectomy performed. In (B)(6) 2012 she had an exploratory laparotomy with repair of internal hernia due to small-bowel obstruction.